Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year old male patient with history of permanent pacemaker (ppm) implantation underwent an idiopathic ventricular tachycardia (idvt) ablation procedure on (B)(6) 2020 with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade (requiring pericardiocentesis), cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. The ablation procedure was successfully completed with no immediate patient consequence. On post-procedure day 1 ((B)(6) 2020), the patient presented pericardial effusion that was not present after the case. It is unknown how the effusion was discovered or confirmed, but the nursing staff commented it could have been confirmed by echocardiography. The caller reported that the patient was rushed back into the electrophysiology (ep) lab and the medical intervention provided was a pericardiocentesis, on which around 250cc of fluid were removed from the pericardial space. The patient was decompensating fast and went into cardiac arrest. CPR was performed without success and the patient expired. The physician is unsure on the causality of the event. On (B)(6) 2020, additional information was received which indicated that during the case on (B)(6) 2020, they were unable to induce any ventricular tachycardia (vt). Physician did a transseptal puncture with a brk transseptal needle to access left ventricle through the left artery (la) to map voltage using stereotaxis. All voltage in lv was normal so no ablation was performed. Case concluded without any issue. The next day the patient had pericardial effusion. It is unclear how this was diagnosed. The patient was reported to be stable in the hospital ward and the pericardiocentesis was delayed a bit until after some cases in the ep lab were completed. When the patient arrived in the lab, he started to decompensate quickly and went into vt. CPR was performed. Unable to shock patient out of ventricular tachycardia (vt)/ventricular fibrillation (vf). Patient could not be resuscitated